Manufacturer narrative:
Details of complaint: the nurse reported that the telemetry transmitters were in comm loss at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: the root cause for communication loss is related to third-party devices. Nka was able to resolve the issue of communication loss by replacing defective network switches which were supplied to the customer by a third-party. There is no evidence of an nk device malfunction. No further issues relating to communication loss with this cns have been reported.

Event description:
The nurse reported that they are experiencing a communication loss with a central nurse's station (cns) in east and 5 west. They stated there is construction going on which knocked out power to nk devices and other kaiser owned equipment earlier in the day.

Event description:
The nurse reported that they are experiencing a communication loss with a central nurse's station (cns) in east and 5 west. They stated there is construction going on which knocked out power to nk devices and other (B)(6) owned equipment earlier in the day. Power was restored, but cns in 5 east is in comm loss. Nihon kohden staff on site and deemed that the switches were non functional and opened a ticket with (B)(6). Nk staff worked on getting the configuration done for the switches and headed back on site. They replaced the switches, and everything was back up running. Dead switches will be sent back to juniper for investigation. The cns itself was not returned, but the switches used with the network were returned. No patient harm was reported.

Manufacturer narrative:
The nurse reported that they are experiencing a communication loss with a central nurse's station (cns) in east and 5 west. They stated there is construction going on which knocked out power to nk devices and other (B)(6) owned equipment earlier in the day. Power was restored, but cns in 5 east is in comm loss. Nihon kohden staff on site and deemed that the switches were non functional and opened a ticket with (B)(6). Nk staff worked on getting the configuration done for the switches and headed back on site. They replaced the switches, and everything was back up running. Dead switches will be sent back to juniper for investigation. The cns itself was not returned, but the switches used with the network were returned. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.